Event description:
Revision surgery was reported due to disassociation. The insert disassociated approximately 6 weeks after initial surgery.

Manufacturer narrative:
The affected device was returned and evaluated. Burnishing and abrasive wear were observed in the proximal articulating areas and wear were found on the distal surface. Deformation was seen on the distal face of the posterior lock indicating that the insert was damaged by being on top of the locking mechanism. Additionally, the anterior lock showed minimal rounding of the corners which could indicate that the insert did not get fully seated. A fully locked insert would typically show more rounding throughout the anterior locking mechanism. Dimensional mismatch between the tibial insert and tibial base is another important factor that may contribute to the improper seating of the insert. The contribution of the tibial base to this issue is unknown as it was not returned. Dimensional analysis was performed on the returned insert; however several of the device attributes were deformed and could not be accurately evaluated.